Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2020. Blood glucose reading was 600 mg/dl. It was stated that the customer was treated with the intravenous fluid and insulin drip. It was unknown whether customer using auto mode or not .the insulin pump will not be returned for analysis.